Event description:
It was reported that there was a pocket hematoma one day after implant, and it was indicated as procedure related by the facility. A pressure dressing was applied and coumadin was placed on hold. The device remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was reported that there was a pocket hematoma one day after implant, and it was indicated as procedure related by the facility. A pressure dressing was applied and coumadin was placed on hold. The device remains in use. No further patient complications have been reported as a result of this event. It was further reported that the patient noticed a small purple lump at the top of the device, and that he felt it was the wire coming off the device. It was also reported that it patient did not show significant signs of healing from the pocket hematoma until 2009.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.